Manufacturer narrative:
The data files were returned and analyzed. The files showed at least 13 applications were performed with a non-returned balloon catheter afapro28 with lot number 94774 on the date of the event. The files also confirmed system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ at applications 11 and 12 with the catheter. In conclusion, the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was observed on the manifold side of the balloon catheter and that there may have been a bubble as well. It was noted that the toggle switch may have been bumped at inflation. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e1, e2, e3 product event summary: the balloon catheter afapro28 with lot number 94774 was returned an analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 13 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. Pressure testing did not show any leaks or traces of liquid/blood inside the catheter. There was no air ingress issue discovered during the compatibility test with a test mapping catheter and test sheath. The reported visible blood and air ingress were not confirmed through testing. In conclusion, the sheath did not fail the return product inspection due to the visible blood and air ingress. If information is provided in the future, a supplemental report will be issued.